Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that patient had a driveline infection on (B)(6) 2019 status post incision and drainage of pseudomonas. Operative cultures were growing pseudomonas. Patient was back in the operation room on (B)(6) 2019 for incision and drainage of driveline site and wound vacuum assisted closure. Patient was back in the operation room on (B)(6) 2019 for debridement and wound vacuum assisted closure replacement. Patient was back on the operating room on (B)(6) 2019 and wound vacuum assisted closure was removed.